Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited oversensing due to a bend noted on the is-1. The rate sense portion of the lead was capped and a new rate sense lead implanted.